Manufacturer narrative:
(B)(4). Section g4: the rt269 infant evaqua2 breathing circuit for sle6000 series ventilators is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Section h11: method: the subject rt269 infant evaqua2 breathing circuit for sle6000 series ventilators was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned device identified damage on the expiratory limb of the subject rt269 breathing circuit, confirming the reported event. Conclusion: the reported damage was confirmed, and was most likely caused by a sharp object. All rt269 infant evaqua2 breathing circuits for sle6000 series ventilators are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt269 infant evaqua2 breathing circuit for sle6000 series ventilators states the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in singapore that an rt269 infant evaqua2 breathing circuit for sle6000 series ventilators was found leaking air from a hole on the expiratory limb before patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the rt269 infant evaqua2 breathing circuit for sle6000 series ventilators is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. The subject rt269 infant evaqua2 breathing circuit for sle6000 series ventilators has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in singapore that an rt269 infant evaqua2 breathing circuit for sle6000 series ventilators was found leaking air from a hole on the expiratory limb before patient use. There was no reported patient involvement.